Event description:
It was reported when using an enhanced tracheal intubation, found that patient's with choking phenomenon a few times in recent successive ones. Although the patients were rescued of danger, but from inspection, the doctors found that the insert endotracheal intubation after reinforced the air bags reinforced endothelial intubation wall would bulge at the same time, cause the airway obstruction.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was requested and received informing "the device was removed because, in the process of using, appeared airway blockage; patients will be faced with danger." It was further reported the product was in use for a half an hour before the issue occurred. The customer went onto further mention the case just relative to the two patients, who have the same medical history, and the first one occurred last week before, but customer didn't reflect to us, and they also can't tell us more information about the patient. Just confirmed with them, they think the two cases are the same situation, so reflect together. It was further stated "half an hour after anesthesia, the doctor began to pump, catheter forward wall started bulging, cause patient tracheal leak, at this time the anesthesiologist, thought that would be not enough air pressure, so continue to pump the balloon, which could eventually lead to a patient's trachea completely blocked. The department in the process of operation, used a video to monitor, so before the airway completely blocked, the doctor took emergency measures to avoid a crisis from happening." Sent request for clarification of additional information received informing physician mentioned they are sure issued occurred with two patients, with the same medical history, and the same process happened, airway blocked because the cases happen in a continuous two weeks' time (no patient information was provided on either case incident reported). It was further reported the devices were replaced with new ones. There was no issue with the new devices. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case. Note: the actual date of event is unknown, so the date used was the date convatec became aware.